Event description:
Description of event or problem: this serious spontaneous device report was received from a consumer in the united states. The patient, a female of unspecified age, experienced severe right flank back spasms, barely able to walk in need of a wheelchair, kidneys and bowels not functioning normally after receiving the first euflexxa (1% sodium hyaluronate) injections and experienced severe pain (unspecified), constant waves of muscle spasms (right arm muscles jumping), right hand feeling hot and right hand swelling, in bed 20 hours a day, knee pain was much worse and debilitating, hard to stand, right knee giving severe pain and tenderness in the upper right flank after receiving the second and third euflexxa injections in an unspecified knee for an unknown indication. Lot number: unspecified. Expiration date: unspecified. On (B)(6) 2014, the patient received the first euflexxa injection. On (B)(6) 2014, the patient was rushed to the emergency room (ER) experiencing severe right flank back spasms and being barely able to walk, and kidneys and bowels not functioning normally. The patient was in need of a wheelchair which was not resolved (duration in the hospital unspecified). On (B)(6) 2014, two days after her schedule second euflexxa injection date, the patient received the second euflexxa injections. On (B)(6) 2014, the patient received the third and final euflexxa injection. The patient believed she was getting synvisc (hylan g-f 20) and was corrected on the day of her final injection. The patient believed the injection was not appropriate for her because she had pustular psoriasis, psoriatic arthritis and the website indicated that injections should not be given to people with skin diseases. For the past six weeks (dates unspecified), the patient experienced severe pain with constant waves of muscle spasms. The pain was described as severe and the patient was in bed for 20 hours a day. The patient experienced knee pain which was described as much worse and more debilitating than before the injection. Also, the patient experienced severe right knee pain and was hard to stand on. On (B)(6) 2014, she experienced right arm muscles jumping, right had hand swelling and right hand feeling hot. The muscle spasms were slowing down, but still felt tenderness in her upper right flank at the time of reporting. At the time of reporting, the outcome was not recovered. Euflexxa therapy was completed. Medical history was provided. Concomitant medications were not provided.